Event description:
It was reported the sideport could be pulled out easily.

Manufacturer narrative:
One 8f fast-cath introducer with detached extension tube was received for evaluation. Visual inspection revealed the extension tubing was detached from the side arm. The presence of solvent was visible on the extension tubing. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. In conclusion, visual inspection of the returned introducer revealed the extension tubing was detached from the side arm. Additional testing confirmed the presence of cyclohexanone solvent on the detached extension tube. A CAPA was initiated on october 10, 2006 to investigate sidearm detachments. The current bonding process has been updated and validated to prevent recurrence. This device was manufactured prior to implementation of the CAPA.